Event description:
Failure to alarm: pump not alarming even though soaking out and not maintaining seal.

Manufacturer narrative:
We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go rental device. The complaint is deemed inconclusive. Upon evaluation of the pump, it was scrapped. As evidenced by the serial number the pump is more than 28 months; at this time, the pump is reaching the end of the life cycle. The root cause for the issue reported is probably related to the dressing method, canister used or kit as evidenced in previously investigated complaints for the same issue and not related to malfunctioning of the device. In regards to a pump not triggering a leak alarm after the soft port removed from the wound means that the system was holding the negative pressure probably as a result of the blockage and a leak not significant enough in order to trigger an alarm. The pump is working within specifications. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labeling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.